Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of this investigation concluded a tear in cusp 3, fibrous thickening of cusps 2 and 3, fibrous pannus ingrowth on the inflow surface of all cusps, focal fibrin thrombus on the outflow surface of cusp 1, and a thin layer of fibrin on the inflow and outflow surface of cusp 3. Special stains were negative for organisms, and no inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the tear, fibrin, pannus and thrombus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
In (B)(6) 2012, the prosthetic tissue valve was implanted. The patient presented with severe heart failure and required explantation of the valve due to severe aortic insufficiency. At the time of explant, on visual inspection by the surgeon, the valve pericardium was noted to have had sheared away from the base of the valve near the sewing cuff. The valve was replaced with a 23 mm tissue valve from another manufacturer. Postoperatively, the patient was reported to be intubated, on an intra-aortic balloon pump and inotropes.